Event description:
It was reported that a patient underwent a kyphoplasty procedure on level t12. The balloon would not inflate during the procedure. An ibt from another kit was used to complete the procedure successfully. The second balloon used was expired. There were no patient complications or adverse events reported. The patient's status is "good". No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative. The kit was from hospital inventory.